Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing of the 45 millimeter reload it took six minutes to fire and then  it wouldn't fire any more. There was also proximally incomplete staple line. The second firing using a 60 mil limeter reload took one (1) minute to fire. It is noted that those firings are slower than expected. To complete the staple line, the blade was retracted. There was no patient injury.